Event description:
Patient was implanted with monarc sling on (B) (6) 2007. Patient had a grade 2 cystocele, stress urinary incontinence and hypermobile urethra. The surgery went well, but after three months, the patient started getting frequent urinary infections, she reports she became anorgasmic after the surgery, the pain continued to increase postoperatively to the point where she had severe pelvic pain, urinary urgency and frequent voiding and dysuria. On (B) (6) 2009, the monarc was "dissected free of the underlying tissues, posterior vaginal dissection with lysis adhesions and vaginal band take down" due to chronic pelvic pain. On (B) (6) 2009, the patient was experiencing chronic pain, dyspareunia and frequent urinary tract infections. No further information provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.